Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noisy signals oversensing. Troubleshooting was performed in the clinic and the noise was reproducible. A fracture is suspected at a pocket level on the electrode. A replacement of the lead was recommended. Furthermore, additional information was received which indicated that, an untreated episode was observed. An electrode manipulation was performed and noisy signals were reproducible. Subsequently, the whole system was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.